Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a fluid leak. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination and functional testing of the first cylinder identified a leak from a sharp instrument at the proximal end of the cylinder body. There were no visual or functional abnormalities noted with the second cylinder. Visual examination and functional testing of the pump identified that the kink resistant tubing (krt) was worn down to the filament, however, no leaks were found, and the pump functionally performed within specification. Visual examination and functional testing of the reservoir identified a leak at the adapter strain relief krt junction from a sharp instrument. Based on the information available, the reported allegations were not confirmed, and it was concluded that the cause was not established.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a fluid leak. A new ipp was implanted. There were no patient complications reported.